Event description:
The cardiologist attempted arteriotomy closure with a prostar plus 10 fr pvs device. One of the four needles did not present on deployment. Backdown of the needles was not successful. The device was pulled out and femstop was applied, but hemostasis was not obtained. The pt was sent for surgical repair. Surgery was successful and the pt did fine afterward. The returned device was inspected. Evidence from the evaluation indicates that the barrel was not locked in position at the time of deployment as specified in the instructions for use. Locking the barrel in the correct position is important to ensure alignment of the needle tracks from the guide core through the barrel. Examination of the returned device indicated, in this case, that misalignment of the needle tracks caused the needle to strike the barrel face and deflect outside the barrel. This also caused backdown to be unsuccessful. Therefore, user error caused this event.